Manufacturer narrative:
Concomitant medical products: 693558 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent atrial undersensing was noted on recorded ventricular fibrillation (vf) episode. It was also noted that there was a high atrial threshold measurement. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.